Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone email, the customer had reported the insulin pump rejected new batteries; it alarms failed battery test. It has cracks on it and also needs frequent battery changes. The customer declined being transferred to perform troubleshooting on device. The customer's blood glucose wasn't mentioned. The customer is not returning the device for further analysis.